Event description:
During surgical procedure, slippage occured resulting in a pt laceration. Additional clinical info requested from reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.